Event description:
Mid 60¿s male 3 day post op from right superficial femoral artery (sfa) revascularization and stenting. Decreased circulation in the right lower extremity and was taken for procedure: right lower extremity (rle) angiogram, mechanical thrombectomy/plasty. Then end of the balloon was patent and flushed well but the end of the balloon would bunch up and not let the wire go through. The device was not used on the patient, minor delay in procedure. Manufacturer response for catheter, percutaneous, sterling® sl (per site reporter) will obtain.